Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to pt anatomy. However, we have noticed the appropriate individuals and will continue to monitor for similar events.

Event description:
A male was determined in 2008 to be suitable to endovascular repair, however, he had a strong flexion in his right iliac artery. The procedure was conducted as labeled. On the following month, CT revealed that a kink existed between the first and the second distal stents of one of the iliac leg grafts. The inside of this stent was narrow, but open. Another manufacturer's stent was scheduled to be performed at a later date. On the next day, the inside of the same iliac leg graft was found to be completely occluded by thrombus. After suctioning the thrombus, the other manufacturer's stent was placed between the first and second distal stents with ballooning. Graft patency was confirmed after the procedure. Pt is recovering.